Event description:
A customer reported receiving a reading on her adc meter that was higher than she felt. The customer was unable to provide the reading as she was driving at the time of the call. As a result of this issue, the customer reported experiencing an unspecified injury. The customer was unable to stay on the line to complete a medical survey, and stated she would call back. Two attempts were made to contact the customer to complete a medical survey, without success. There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. (B)(4)